Event description:
When using the libreview 3 cgm, I discovered unusually high readings which I verified by using blood glucose monitors. I discovered anywhere from a 40 to 50 points difference between the readings from the libreview 3 cgm and the blood glucose monitors. Over the course of several days I performed an analysis of 35 readings and experienced a 40% to 60% difference in readings as evaluated by the blood glucose monitors. This significantly exceeds the minimum variation established by FDA. I contacted libreview customer service and told them they may have an issue with their manufacturing release process as there is either significant variation from manufacturing lot to lot or unit to unit that was escaping their control systems. The resolution customer service gave me was to go back to my doctor and have him prescribe a competitor's cgm. Later, another representative called and replaced the single unit but did not want the return of the faulty unit for evaluation. I would like you to evaluate their manufacturing release process as this is the second occurrence of this issue I have experienced in the past 8 months. I reported the initial problem to FDA as well. It appears abbott medical does not have a manufacturing release process that ensures their devices meet FDA requirements or their design trace matrices.